Event description:
It was reported that the customer had a change sensor alarm on the insulin pump. The customer's blood glucose level was 181 mg/dl. It was explained to the customer the difference between sensor glucose and blood glucose and specially after meals, bolus delivery or arrow present on sensor graph. The patient was advised to adjust her calibration times and timing. The customer was advised to monitor sg performance. The patient was advised that we will replaced sensor that is placed on abdomen as this is only the approved site at least prescribed differently by health care provider. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.